Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a solicited case report received from a consumer via social media in united states on (B)(4) 2014 which refers to herself. She is a adult (B)(6)) female consumer who was involved in a active online listening, study number: (B)(4). Consumer reported that she has read through some of the post ablation tubal sterilization syndrome posts, but she was still feeling lost. In 2010, the consumer had the essure procedure done. In 2012, her body started rejecting it and she had a double salpingectomy (both tubes removed) and a uterine ablation, and the doctor said to her that it was a good idea since we were done having kids. Ever since then, she has had ridiculous symptoms. Consumer finally sought help in (B)(6) 2013 and was diagnosed with ibs (interpreted as irritable bowel syndrome). Symptoms got worse so she started tracking them and realized they were in sync with her period. Her symptoms pop up the day or two before she start her period. She got very bloated (like she looked very, very pregnant), sharp/stabbing pain in her lower left side which radiated to her lower back and sometimes down her thigh (rarely it was on the right side, mostly left). She also got nauseous and didn't eat all day, sometimes she will throw up all day and have either diarrhea or constipation. The symptoms go away after a day or two. She saw a new gynecologist and the doctor mentioned it could be post ablation tubal sterilization syndrome, or post ablation syndrome. She wanted to start the consumer on the pill for a couple of months to see if that would help and if not, the doctor would consider a full hysterectomy. That idea scared the consumer because she was (B)(6) and terrified it would throw her into early menopause, but she also didn't want to take the pill or be in pain for the rest of her life. Consumer stated that she would go in for a sonogram so the doctor could hopefully see what was going on when she would typically have the symptoms at the beginning of a cycle. Consumer mentioned that she was exhausted and was not sure what to think. Company causality comment: this non-medically confirmed, solicited case report refers to a female consumer ((B)(6)) who was involved in a active online listening, study number: (B)(4) and had essure (fallopian tube occlusion insert) inserted and her body started rejecting it. This event her body started rejecting it was considered as serious due to medical importance and regarded as incident since the consumer underwent a double salpingectomy (both tubes removed) and a uterine ablation. This event is unlisted for essure in the reference safety information. In this particular case, it was reported that consumer's body started rejecting essure. The exact cause was not specified. The consumer stated that she would go in for a sonogram so the doctor could hopefully see what was going on when she would typically have the symptoms at the beginning of a cycle. Based on the information received and a lack of alternative explanation, a causal relationship between the reported event and suspect insert cannot be excluded. Other non-serious events were reported. A product technical analysis is being sought.

Manufacturer narrative:
Follow up information received on 29-sep-2014: ptc (product technical complaint) was provided. Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. This is an anticipated failure mode. The risk to the patient for this failure mode was assessed during the design process, and adequate risk mitigation actions were taken to minimize the residual risk as documented in dr-3020, design fmea for ess305. Medical assessment: this ptc was initiated due to a requests for confirmation of quality. The ae case refers also to a usability issue (patient-device incompatibility). The reported related adverse events are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the (B)(4) database for a more detailed statistical medical evaluation is possible. No complaint sample was provide. The technical assessment concluded "unconfirmed quality defect" (see technical assessment). In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. The reported usability issues will be subject to post market surveillance monitoring. Company causality comment: this non-medically confirmed, solicited case report refers to a female consumer (>=18y & <65y) who was involved in a active online listening, study number: (B)(4) and had essure (fallopian tube occlusion insert) inserted and her body started rejecting it. This event was considered as serious due to medical importance and regarded as incident since the consumer underwent a double salpingectomy (both tubes removed) and a uterine ablation. This event is unlisted for essure in the reference safety information. In this particular case, it was reported that consumer's body started rejecting essure. The exact cause was not specified. The consumer stated that she would go in for a sonogram, so the doctor could hopefully see what was going on when she would typically have the symptoms at the beginning of a cycle. Based on the information received and a lack of alternative explanation, a causal relationship between the reported event and suspect insert cannot be excluded. Other non-serious events were reported. A product technical analysis was performed and concluded that there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.